Event description:
The facility reported that the pump-head module would not open for tube loading when the open key was pressed. It is unk when this event occurred. There was no pt injury or medical intervention associated with this event. No additional info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a f/u report will be filed upon completion of an evaluation or if any additional info becomes available.